Manufacturer narrative:
Additional information was received that the patient¿s x-ray result confirmed that there were no dislodge contacts. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had several lead contacts that were blown after a car accident. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had several lead contacts that were blown after a car accident. The patient will undergo an explant procedure. No device malfunction was suspected.